Event description:
It was further reported that the sleeve was damaged at the end where it contacts the femoral nail system (fns) plate. This damage to the sleeve then did not allow for the 5.0mm locking screw to pass thru the sleeve and engage into the fns plate. There was a minor surgical delay. The screw was inserted manually. The procedure was successfully completed without any other medical intervention required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the protection sleeve for fns insrt insts (p/n: 03.168.013, lot #: 200081-x01) was returned and received at us cq. Upon visual inspection, the distal end of the sleeve was observed to be deformed/bent. No other issues were identified with the returned device. Functional test: a complete functional test could not be performed as the device was received by itself. However, the deformed/damaged condition of the device could have caused the complaint condition. Document/specification review: based on the date of manufacture the relevant drawing, reflecting the current and manufactured revision was reviewed dimensional inspection: the diameter of the sleeve near the deformed tip was measured and is within the specification per the relevant drawing. Investigation conclusion: the complaint condition is confirmed for the returned device. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.168.013; lot: 200081-x01; manufacturing site: selzach; supplier: (B)(4) ; release to warehouse date: 26.mar.2020; a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the end of the protection sleeve was damaged while inserting the drill bit. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant device: unknown drill bit (part# unknown, lot# unknown, quantity 1). This report is for (1) protection sleeve for fns insertion instruments. This is report 1 of 1 for (B)(4).